Event description:
End user reported that over the last 6 weeks, daily they have one of the dial-a-flow sets leak at the center of the dial-a-flow where the two sections meet and rotate. The leaking is not noticed on priming. It is noticed while infusing on a pt. No sets have been save to date. There was no pt harm and no medical intervention was required. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Customer states that product will not be returned because no sets have been saved. An investigation could not be performed. The cause of reported problem is unk. (B)(4).